Event description:
It was reported that, an 840 ventilator had a battery issue. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The se performed all the calibrations and the unit passed all testing and operates within the manufacturing specifications.